Event description:
During insertion of the device, the needle sheath crimped up while trying to pass it into the patient. The device was removed and a new one was used. There was no harm to the patient.